Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for evaluation of weakness, fall, and elevated blood glucose readings. The patient felt very weak throughout the day and fell several times. Lightheadedness was also noted. The patient believes they experienced loss of consciousness prior to the fall. Upon review, the right ventricular lead exhibited far p oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: date of implant should have been (B)(6) 2017 rather than (B)(6) 2008.